Event description:
It was reported that "the tip of the dilator was found damaged before use and therefore another device was used."

Manufacturer narrative:
The cannula was returned with attached dilator. The dilator was inserted into the cannula. No package or packaging tube was returned. Evaluation summary: customer report of tip damage issue was confirmed. Tip of dilator appeared damaged no visible damage was found from cannulae body. Suture thread was bound at tip of the cannulae. Though customer report was confirmed, there was no evidence of a manufacturing nonconformance. Visual examinations were performed under microscope at 10x magnification. Photos were taken. Further evaluation is being performed.

Manufacturer narrative:
Evaluation: the diifemii020a cannula and dilator were received in a double plastic bag. The original packaging and protective sheath were not returned. The cannula and dilator appeared unused. The report of damaged dilator tip was confirmed. The tip of the dilator was damaged. A split was observed approximately 5 mm in length as measured from the distal end of the tip. The dilator was dissected near the tip and the dilator characteristics appeared normal. The internal diameter section of the dilator was not occluded or malformed. A device history record review was performed and no non-routine nonconformities were initiated for lot 59069369. The root cause of the damaged dilator tip could not be determined. No additional information regarding the source of the split was provided; a manufacturing defect could not be confirmed. The event did not lead to the 3 sigma threshold being exceeded within the css cpm trend report for cardioplegia devices therefore a CAPA will not be initiated. Trends will continue to be monitored and appropriate investigation will be performed.

Manufacturer narrative:
Additional information: the defect was confirmed, and a manufacturing defect was confirmed. The root cause can be linked to supplier¿s processes. This complaint file was review as part of a complaint file review of previously reported dilator complaints after the initiation of a product recall for the fem dilators. This review looked back to 2009 in which supplemental mdrs will be submitted due to the confirmed manufacturing defect along with a reported patient injury which resulted in an additional surgical procedure. This specific complaint report did not include a patient injury. The root cause was initially indeterminable; yet was reevaluated and confirmed on march 19, 2014. As a result a supplier corrective action and product recall have been initiated for the femoral cannula dilator. Trends will continue to be monitored through edwards quality system and additional information relayed as discovered.